Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information is available, it will be reported on a supplemental report.

Event description:
Surgeon reports via our sales rep, failed drilling during a distal locking of a 200mm trochanteric nail. According to surgeon, the surgery was finished with a freehanded locking.